Event description:
A female customer reporting what they feel are 2 false negative sars results. Customer has been symptomatic for over 1 week with fever, cough, crusty eyes, greenish phlegm from nose and throat and a lost voice. Customer has not had any confirmation testing but feels the results should be positive. Through interview with customer it was found the kit they were using was expired. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 06/21/23. Root cause: expired product used. Source: phone.